Manufacturer narrative:
Iti has been unable to obtain sufficient info to confirm the alleged event. Iti has established weekly review of the device use and dressing application with the facility's wound care staff. Iti also provides 24/7 clinical customer service for clinicians if having any device or dressing application issues. Since the report was received on (B)(6), no additional info has been provided either from inquiry nor during the training sessions with the wound care staff. This report is submitted, as a good faith effort to report within the 30-day requirement. A follow-up report will be submitted, if additional info becomes available.

Event description:
It was reported that a pt "had a vac on and it was not picking up that there was not a good seal". The reporter alleged that the wound was filled with stool, the wound was 3 times larger and the pt was to be moved to another facility for a flap. After numerous attempts to gather additional info, and with no responses, iti has been unable to determine if the alleged wound deterioration is related to the sved device.